Manufacturer narrative:
Concomitant medical product: product ID: dtba2qq ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system removed due to infection. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.